Event description:
It was reported that during reprocessing of the large needle driver instrument, it was noted that the broken wire stuck out at the distal end of the instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be frayed at the yaw pulley and the frayed strands stuck out. Other cables at wrist were not damaged. No other damage was found.